Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Cause of bg level was not clear. Customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved. And no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.